Event description:
It was reported that the patient's right ventricular lead exhibited varying capture thresholds, and was also noted to lose capture on occasion. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of varying capture thresholds with failure to capture was not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any indication of conductor fractures or internal shorts. No anomalies were detected with the exception of procedural damage.